Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and death this event also includes device (B)(4).

Event description:
On (B)(6) 2022, the patient was treated for a thoracic aortic aneurysm. Three gore® tag® conformable thoracic stent graft with active control system were implanted, and the patient tolerated the procedure. On (B)(6) 2022, the patient was seen for routine followup for staple removal. At that time, the patient complained of back pain. The patient was sent to the ER, where they coded, and were unable to be revived. Imaging was performed, and it was seen that there was an aortic rupture, most likely caused by a type I endoleak, although it was impossible to determine which graft had the endoleak, and whether it was proximal or distal. No post-op images are available. According to the physician, the viabhans used as chimneys may have caused a gutter type 1a endoleak. There were viabhans used to chimney celiac, sma and bilateral renals.

Manufacturer narrative:
Added 510(k)/PMA number.

Manufacturer narrative:
Added b2: added yes to death and date of death: (B)(6) 2022. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and death.